Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they had a low blood glucose level of 54 mg/dl. Customer reports treating with food. Customer reports that the auto mode feature was on during the time of incident. Troubleshooting occurred. Product will not return for analysis.